Event description:
It was reported by an attorney that the patient underwent a repair of incisional hernia on (B)(6) 2011 and mesh was implanted due to incarcerated hernia. It was reported also that the patient underwent an implantation of tutoplast on (B)(6) 2013 and she experienced pain, erosion of her internal bodily tissue and other injuries following this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.